Event description:
Philips received a complaint from a customer that system would not respond. It would not power up. Pt was being transferred at present.

Manufacturer narrative:
(B)(4). The field svc engineer (fse) trouble shot the system and found a problem with power supply in the main cabinet. He replaced the power supply and tested the system, this solved the problem.